Event description:
Customer reportedly obtained results of hi (greater than 600mg/dl) and 93mg/dl on the compact plus system within 10 minutes. Customer took 12 unites of novolog after obtaining results. No adverse event reported. Requested return of suspect system and replacement was sent.